Event description:
The customer requested a part number for an ac module. The replacement of an ac module could indicate a possible malfunction of the device. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.